Event description:
The customer reported that while running an hiv-1 p24 assay the summit sample handler failed to pipette sample or diluent into position e-10. No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03653-07.